Event description:
During evaluation of a returned spectrum pump, the number 1 button are inoperable. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device number 1 button was inoperable. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.